Event description:
The initial reporter received questionable ft4 and atpo results for multiple patient samples with a cobas e 801 module. The reporter provided the following example of questionable results for three patient samples: sample ID (B)(6): the initial ft4 result was 7.77 ng/ml with a data flag. The repeated result was 1.66 ng/ml. Sample (B)(6): the initial ft4 result was 7.77 ng/ml with a data flag. The repeated result was 1.45 ng/ml. Sample ID (B)(6): the initial ft4 result was 7.77 ng/ml with a data flag. The repeated result was 1.24 ng/ml. The initial atpo result was 600 iu/ml with a data flag. The repeated result was 8.73 iu/ml. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer found a solenoid valve was not closing all the way and replaced it, performed adjustments, and checked fluidics, mechanical systems, and pressures. The investigation determined the service actions resolved the issue.